Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient was using a dexcom g7 sensor on her arm. After removing the sensor, she noticed a skin reaction at and around the insertion site. The reaction included redness, swelling, inflammation, and blistering. The patient reported that the reaction extended from the insertion site on her arm upward toward her head. On (B)(6) 2026, the skin reaction had not improved and was still not healing. As a result, the patient sought medical attention at intermountain medical group internal medicine at approximately 2:00 pm. The patient's primary care physician was unavailable at the time of the visit, and she was evaluated by another physician, dr. Vohra. After assessment, dr. Vohra recommended further evaluation and treatment, including antibiotic therapy and a CT scan at (B)(6) hospital. At (B)(6) hospital, the patient underwent a CT scan and blood work. Following the evaluation, she was prescribed the following medications to be taken until (B)(6) 2026 after the follow up treatment with the doctor prednisone 4 mg valacyclovir 1 g tablets mupirocin 2% ointment doxycycline hyclate 100 mg capsules, to be taken twice daily liquid amoxicillin after completing the diagnostic testing and receiving treatment recommendations the CT scan came out fine as per the doctor and also the blood work was fine then, the patient was discharged home. But she was instructed to begin the prescribed medications and return for a follow-up appointment scheduled for (B)(6) 2026. The patient attributes the skin reaction to the use of the dexcom g7 sensor. At the time of the report, patient condition was unchanged. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.